Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swollen tender lymph nodes in breast area, underarm, throat/neck, bacterial/viral/fungal infections, inflammation, slow healing.

Event description:
Patient reported to regulatory body "my left breast implant is suspected to be ruptured, which w as detected via ultrasound in the breast clinic, after I had complained of pain in the breast and underarm, in addition to finding a lump in the left armpit.," "swollen / tender lymph nodes in breast area, underarm, throat/neck," "frequent bacterial/viral/fungal infections," "slow healing," "anxiety," "skin rashes (with unknown cause)," "numbness in parts of breast only occurred in recent years) - pain in breasts." Device has been explanted.